Manufacturer narrative:
The product analysis indicates the device came back with a channel 2 failure and two worn wave washers. The device was disassembled and cleaned. The patient interface pcba and wave washers were replaced. The device was tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient interface was not working. There was no reported patient impact or injury. Requests for additional information have been made with no response received.